Event description:
It was reported that loss of capture, high pacing threshold, externalized conductors, noise and low, out of range, hv lead impedance were observed. The lead was capped and replaced. Patient condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).